Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was not recognized by the orchestra plus programmer : the interrogation was not possible. Several telemetry positions were tested and no light on cpr3 telemetry flashed up. Another attempt was done with smart touch programmer and the interrogation was not possible again. No light flashed up on the cpr4 telemetry - several telemetry positions and interrogation in another room was tested.